Manufacturer narrative:
(B)(4). A review of manufacturing and qc records confirmed that the device was manufactured to specification. Similar events review that covered polyester grafts for the past 5 years showed a very low occurrence rate of (B)(4)% (complaints v sales). This is the first time vascutek received complaints for the graft elongation. There have been no similar complaints received from other units of the same batch. No negative trend in the number of complaints received was identified. Gelsoft plus tm grafts are not indicated for carotid bypass use. As per IFU: gelsoft plus tm are not recommended for thoracic use. Further action is not planned; however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time. Vascutek consider this case closed.

Event description:
Vascutek ltd. Was notified of an event that occurred in (B)(6), the event was described as follows: gelsoft plus tm straight graft was used for carotid bypass. The graft became elongated over time (1-year period) to the point it was beginning to erode through the skin. As a result, the graft was replaced. The exact dates of the event and explant date are unknown.